Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the carbohydrate feature was turned off. Customer stated that they may have accidentally turned off the feature. Tandem technical support guided the customer through turning the feature back on. Customer's blood glucose level was not impacted.